Event description:
It was reported that the ventricular assist device (vad) driveline sheath was damaged and had exposed wires. There were no electrical fault alarms per logfile review. Servicing to be performed was scheduled. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were driveline (dl) sheath breaks/tears noted in two places, right at the strain relief/sheath ju nction. The honeycomb lumen was not intact, and the wires were visible with intact insulation. Another tear approximately two inches from the strain relief with outer sheath damage, and the inner honeycomb was intact. The strain relief was torn approximately two centimeters on one side. A dl sheath repair was performed. It was noted that the dl cover pulls back easily before and after the repair.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of (B)(6) device history record confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies over the analyzed period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed several breaks in the outer sheath, damage to the strain relief, and damage to the inner lumen, leading to exposed insulated cable wires. The visual evidence provided by the site also revealed discoloration of the outer sheath. As a result, the reported driveline sheath damage, strain relief damage, and inner lumen damage events were confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time after the sheath degradation left the inner lumen exposed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.